Event description:
Epidural catheter inserted for labor in 2008 at 0900 by anesthesiologist. Patient delivered baby at 1725. Patient asked rn to take it out 1 hour after delivery because it was "hurting her back." At 1825, patient sat up and rn pulled gently on catheter and met resistance. Register nurse asked pt to reposition herself and bend forward. Patient complied. Register nurse pulled on catheter and it came out immediately without any resistance. Register nurse did not see tip of catheter and it was frayed. Called anesthesiologist at 1830. Exam revealed no deformity of back with skin intact. Lumbar sacral CT was done at 2202: "small radiopaque 6.4 cm catheter that enters the spinal canal at l2 - l3 and extends superiorly. The tip terminates within the region of the left neural foramen at l2 - l3. The more distal portion terminates within the left paraspinal muscle. Surgical consultation is recommended to retrieve this catheter. " on the next day, pt went to or for removal of retained epidural catheter at l2 - l3 under general anesthesia. Patient discharged in stable condition two days later.